Event description:
Pharma-gloves - sterile gloves not sealed, packaged incorrectly (e.g. Thumbs on wrong side, upside down, left where right should be or vice versa. The lot number is n78/fktpm 9600001-9. Batch: n780520, mfg 9-2020. Exp date 9- 2025. FDA safety report ID# (B)(4).